Manufacturer narrative:
Concomitant medical products: 10ml covidien monoject syringe, ref(B)(4), lot 3124503, exp 06/01/2017, 0.9% sodium chloride; therapy date unk. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking from a cracked extension set during a syringe pump infusion of clindamycin, dosage and rate not provided. The infusion had been in process for approximately 30 minutes and there was no patient harm.

Manufacturer narrative:
The customer¿s report of a cracking and leaking extension set was confirmed. Visual inspection showed a crack on the female luer wall. There was no evidence of tool marks or over torque. Functional testing was performed; the set leaked from the crack. The cause of the leak was identified as a crack in the female luer. The cause of the crack is unknown.